Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected that tachy therapy was programmed to a value other than monitor plus therapy and subsequently during a remote interrogation an alert was declared. Upon further review it was observed that there had been commanded anti-tachycardia pacing (atp) given on the same day changes were detected to the tachy therapy. In order to control delivery of therapy "commanded", the device must be programmed off. It was believed that this device was not programmed back on. A field representative was to facilitate programming the device back on. Additional information indicates that the patient was brought back into the clinic and the device was programmed back on. The device was confirmed to be unintentionally left in monitor only after the patient underwent a atrial fibrillation (af) ablation. No adverse patient effects were reported as a result.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.